Event description:
The customer suspected back check valve failure. Secondary antibiotic, 50 mls of ceftriaxone which is yellow in color is suspected to have flowed into the primary drip chamber. Although the customer is aware that backflow cannot be confirmed through event log, the customer's request is for an event log review to rule out any possibility of a programming error first before submitting the disposable set for investigation. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. (B)(4). Devices not received, log review only. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.